Event description:
Device malfunction: none. Adverse event: stroke. Time of adverse event: 13 days post procedure. It was reported via a trial that 13 days post a left internal carotid artery stenting procedure, the pt experienced a small left hemisphere, hemorrhagic stroke. Hospitalization was prolonged; however, no treatment was given. The condition is listed as continuing and improving. On (B)(6) 2010, the pt was discharged to a rehab facility. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of cerebrovascular accident and intracranial hemorrhage are known adverse events listed in the xact instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.